Manufacturer narrative:
The customer¿s experience of smoke and burning smell was confirmed and was found to be the result of thermal damage to the pcu¿s female iui, however testing failed to identify the cause of the thermal event. The pcu event log analysis did not reveal any insight as to the cause of the thermal event. Based on the pcu and lvp logs it is believed the mating source device was not identified. Testing performed on the source pcu thermally damaged female iui found no shorting pins in the iui or shorting traces on the pcu iui board. During the internal inspection, there were no anomalies observed. Although the exact root cause was not determined, it is possible a thermal event can occur if the device are used immediately after cleaning and the iui are wet mated or a fluid spill on the iuis. The mated wet iui pins can cause a short circuit. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that a note was attached to the modules "smoked/burning smell." It was reported by the biomed that the modules came from the facility central supply. Although requested there are no other event details provided by the customer at this time.